Manufacturer narrative:
H10: the remote service engineer confirmed that because of the age of the complaint device, the customer opted not to have the complaint device repaired. The customer has removed the device from service and has opted to continue patient monitoring through other similar devices that were onsite. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
A follow-up report will be submitted once the investigation is complete.

Event description:
The customer contacted the customer care solution center and alleged that no audio sound was coming from the complaint device and requested support. The complaint device was not in clinical use at the time that the issue was discovered.